Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following an atrial fibrillation procedure, the patient was transferred to the intensive treatment unit for atelectasis of the lung. Following the procedure while in the room, the patient evolved with congestion, hypoxemia, atelectasis of the lung, episodes of atrial tachycardia, flutter and atrial fibrillation. The patient was treated with vni (positive pressure) and respiratory physiotherapy and was discharged. The pulmonary congestion in this patient was related to stiff left atrial syndrome after extensive catheter ablation including the posterior wall of the left atrium. The atelectasis is most likely related to a long bed stay rather than the procedure itself. There were no performance issues with any abbott devices.